Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient¿s receiving an unknown intrathecal medication via their implanted pumps. It was reported the doctor could not aspirate from the catheter access port (cap) with different size syringes but could with others. It was further reported this has happened with about 4-5 patients since 1998 and only one of them had a catheter problem where "it was leaking". The hcp reported her clinic noticed "asymmetrical fraying" with the old catheters. Further information was not provided.